Event description:
On 3/18/24 a beta bionics clinical diabetes specialist (cds) received notification that an ilet user was hospitalized due to a low blood glucose (bg) event. The event occurred on 3/16/24. The cds reported the user passed out at work around 2:00pm on saturday, 3/16/24. The user's cgm glucose went from 270 mg/dl to 44 mg/dl. Ems was called, she was transported to the ER and then admitted to the hospital. Once at the hospital the user's bg was reported to be 28 mg/dl. The user's bg then went up to the 120's mg/dl then back down to 40 mg/dl. She was treated with IV dextrose. They were discharged from the hospital on (B)(6) 2024. The user had just changed her infusion set site at work (usually does so at home). The user recapped the site change steps with the cds but stated "I still might've done something wrong." The user states that she was disconnected while filling the tubing during her cartridge change. The cds was to meet the user at the clinic on 3/18/24 for reinforcement.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting and all cgm alerts were not changed from factory defaults (all on/high). Body weight was not changed after initial setup on 2024-03-07. Data for the described event date of 2024-03-16 was reviewed. The last cartridge and infusion set change operations prior to the review date were on 2024-03-14 at 5:38pm. No manual bg entries were logged after 2024-03-16. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report and device logs on 2024-03-16 show a period of hyperglycemia from 9:45am to 2:15pm (peak cgm glucose 278 mg/dl). Late in the hyperglycemic excursion, a "more" sized lunch is announced at 2:00pm, it appears to be a late meal announcement or an attempt to correct the hyperglycemia. There is a pattern of potentially announcing late seen throughout the ilet report. Shortly after the meals announcement the cgm glucose begins to trend downward rapidly and is less than 70 mg/dl by 2:35pm. The period of hypoglycemia lasts approximately 45 minutes until the device is powered off. The total time spent less than 54mg/dl was 40 minutes with a cgm glucose nadir of 44 mg/dl. No evidence of device malfunction were seen in the engineering logs. The ilet was appropriately triggering all low glucose alerts and was not seen making request for insulin delivery after receiving cgm glucose readings that were decreasing at a rate of at least 2mg/dl per minute. The ilet did not make insulin delivery requests throughout the low event. It was noted that a manual bg entry of "120" was typed into the ilet prior to the low event, however the "back" button was triggered and not the "enter" button. The ilet device was turned off while cgm glucose readings were below 54mg/dl. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, device logs and ilet report, it was determined the ilet operated as intended. The assignable cause to this event is prolonged hyperglycemia in addition to announcing a meal late in the hyperglycemic excursion. The user decided the ilet was not a good fit for them and requested to return the device.